Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The right cylinder and the pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The used cylinder was microscopically inspected, and leak tested. Microscope examination revealed that the cylinder kink resistant tubing (krt) had a hole from wear. The cylinder had a hole at corner of a fold in the distal end of the cylinder. The cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Leakage test revealed that the cylinder krt leaked due to wear. Cylinder had a leak at corner of a fold in the distal end of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak test. The pump failed the functional test. The unused cylinder was microscopically inspected and leak tested. Unused cylinder passed both microscope examination and leakage test. Based on the information available and analysis results, the reason for the mechanical issue and the tubing hole/perforation was most likely determined to be the hole/leak in the cylinder krt and the leak at the corner of a fold of the cylinder from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The right cylinder and the pump were removed and replaced. There were no patient complications reported.